Manufacturer narrative:
Unable to tell if the coating gouged off the needle, was damage done during manufacturing, or if this occurred during the surgery with the use of a trocar. This failure mode is being trended.

Event description:
The report stated that during a radio frequency liver ablation procedure, a part of coating over a needle had come off, and a patient's skin near a ventrotomy was burned. The patient was ok and a new needle was opened, and the ablation was completed successfully. On return for investigation, it was discovered that the amount of coating removed had the potential to cause serious injury.